Event description:
Follow up revealed that the patient received oral and intra venous antibiotics. The infection has been resolved.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that infection was observed at the lead site. Patient was admitted to the hospital for intravenous antibiotics. Patient had an elevated white blood cell count and pain at the lead site. Device system was explanted. Patient had less pain at the lead site and was stable post-surgery.